Event description:
It was reported that the insulin pump had several alarms in the alarm history and that it was unable to be downloaded to carelink professional. The blood glucose reading was unknown, as the customer was unavailable. The caller was advised that the alarm was indicative of normal device behavior if the battery had been kept outside of the device for an extended period of time. The nature of the incident could not be confirmed due to the customer not being present with the insulin pump at the time of call. He was advised to wait for the alarm to be deleted from the device's history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.